Event description:
It was reported that the patient had an advance xp that was initially implanted in 2016, an artificial urinary sphincter was implanted due to sling failure. Further information was requested and not yet received.